Event description:
The user reported two stents were placed following a bariatric procedure. Approx. One month later the physician decided to remove the stents and one of the stents broke during removal. The physician reported he was comfortable with the outcome. No harm or injury was reported.

Manufacturer narrative:
Device eval ¿ one used suspect device was returned for eval. The user did not indicate if this was the initial use of the device. The device history record and complaint database could not be reviewed as no lot number was provided. A follow-up report will be submitted when the eval has been completed. Results pending completion of eval. Conclusions ¿ conclusion not yet available-eval in progress.